Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient complained of hip pain. After doing necessary x-rays it appeared the femoral stem had shown signs of loosening. It was noted that the loosening of the stem component occurred at the bone to implant interface. It appeared to be grossly undersized as well. Because this patient had a asr cup surgeon had her metal ion levels tested and they came back high. Plan was to remove all parts and do a full revision. During the revision the stem was loose and was pulled out by hand without effort. Cup was well fixed but a small amount of metallosis was present. Cup was removed and a competitor cup was inserted to accommodate a tripolar head. Surgeon thought this was the best choice for stability. A new corail revision stem was implanted with a depuy 28 biolox ts head into a competitor tripolar head. After it was reduced it appeared to be stable through a range of motion.  Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Pc-(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive.¿depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.